Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was broken and needed to be replaced. The system performed as intended after replacement. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to track instruments. They were able to see the reference frame without issue. They pulled in another navigation system and were able to proceed with a 20 minute delay. Troubleshooting found that the system would not track in the middle of the volume and would flicker at the far end of the volume. Troubleshooting occurred after wiping off the camera lenses, switching to new spheres, and was in the hall as opposed to the room this happened in. The ndi toolbox revealed no errors when checked. The site tested the cranial software, but were still able to replicate the issue. No patient impact reported.

Manufacturer narrative:
The position sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without issue and tracked through the normal volume. A check of the event log did not reveal any adverse events. The psu passed an accuracy test (aak) at .15 mm with a passing threshold of .35 mm. No fault found. If information is provided in the future, a supplemental report will be issued.